Event description:
It was reported that the tip of the electrode broke off in the patient's soft tissue and an additional incision was made to remove the piece. The procedure was completed successfully without a clinically significant delay.